Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If implanted; give date: n/a (not applicable). The healon endocoat duet is not an implantable device. If explanted; give date: n/a (not applicable). The healon endocoat duet is not an implantable device. Additional concomitant products: phaco machine sn unknown, phaco tubing, lot unknown, balanced salt solution, lot unknown. (B)(4). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient developed post-op infection after intraocular lens (iol) implantation. Further follow-up stated that the customer ¿s facility has a toxic anterior segment syndrome (tass) outbreak and a thorough investigation is being done but a known cause has not yet been confirmed. For this event our iol and healon endocoat for duet were indicated as suspect products. However, it was stated that steroid drops were given to the patient as medical intervention. The patient fully recovered with the iol remaining implanted. No product will be returned for evaluation. No other information was provided. This report is submitted to capture the suspect healon endocoat duet. A separate report is submitted to capture the suspect iol.